Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va1va0p); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that about two months ago they turned stimulation off to see if it was causing pain in the right leg. Patient said that they did see the company representative about 4-5 times since receiving the implant about a year after implant and the representative changed the frequency and that helped for a little bit however then stopped helping with symptom control. Patient also said that even though stimulation is off, feels like electrodes in the back, like a shock. When asked, patient said that the shocking sensation is all over the upper back from left shoulder down to the buttocks sometimes and when sitting on the metal bench said feels the same sensation in their lower back. Patient said saw their managing physician about two weeks ago and had an x-ray and was told the lead was in place however part of it looked like it was off. Patient s aid is scheduled to have the implant removed in september. The patient was redirected to their healthcare provider to further address the issue regarding shocking sensation. Patient said for the past two weeks, the handset hasn't been recharging or turning on and they use the same cord to recharge the communicator which is charging. Patient removed the battery from the handset and then reinserted and plugged into the outlet to recharge however nothing turned on the screen to indicate that it is recharging. Replacement request was sent to the repair department to replace the handset. Patient to connect to implant after recharges new handset to verify that stimulation is off or if on. Patient was directed to provide an update.